Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a return of symptoms; her back began to hurt in (B)(6) of 2016 a few days prior to (B)(6) 2016. The patient had been ill and recently had heart surgery that was unrelated to the pain stimulation therapy. The patient had not checked the device with her patient programmer. She needed to verify if her therapy was on/off but she could not check the ins herself. The patient was to call patient services back when someone could assist her in connecting with the programmer. The change in therapy/symptoms was noted to have been sudden. Additional information was received from the patient and a consumer. They requested assistance with increasing settings. The clarified that the back pain was what was usually covered by stimulation. The patient¿s amplitude was set at 5.6 volts and the consumer increased to 5.9 volts. The patient noted that she did feel it more and it seemed to be helping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.